Manufacturer narrative:
The onset of the driveline infection was reported by the manufacturer under MFR. Report # 2916596-2018-00970. This report represents the ongoing treatment and subsequent outcome. Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct correlation between device and the reported event could not conclusively be established through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of this document. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2018, it was reported that the patient observed a small bump near the driveline. On (B)(6) 2018, the patient stated having a fever greater than 101 degrees f for 3 days. Per vad team instructions, the patient presented to the hospital for an assessment of the driveline infection on (B)(6) 2018. A CT abdomen was performed and showed a 7.2 cm fluid collection along the right lateral aspect of the lvad pump extending superiorly along the aortic cannula into the right anterior cardio phrenic angle. There were a few gas locules within the fluid collection. The findings were concerning for infection with abscess. The patient went for an incision and drainage (I&d) surgery on (B)(6) 2018 in the intensive care unit (ICU).

Manufacturer narrative:
The patient had onset of driveline infection on (B)(6) 2018, which is reported under MFR #2916596-2018-00970. Approximate age of device: 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported on 09may2018 that the patient died on (B)(6) 2018 due a sepsis related to a pump pocket infection. The patient was treated with IV antibiotics and had multiple debridements in the operation room. The patient¿s family decided to withdraw care. No further information was provided.